Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient presented to the hospital with overdose symptoms, lethargy, not easily woken, and altered mental status. The patient went to the hospital to decrease the dosage. It stated that narcan was administered. The pump was reprogrammed on the day of the report and the medication dose was decreased from 18.4mg/day to 12mg/day morphine. The patient's status at the time of the event was stated to be alive with no injury. Further diagnostics or troubleshooting was to be performed at a later date. The pump was used to deliver compounded baclofen, morphine, and bupivacaine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.